Event description:
It was reported that there was noise on both atrial and ventricular channels of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device was analyzed and no anomalies were found.